Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that at an unspecified time after the patient received a pump exchange, the patient became infected everywhere. The source of the infection was unknown. The patient was given intravenous antibiotics in the hospital and has returned home continuing on intravenous antibiotics.

Manufacturer narrative:
The pump exchange mentioned in the initial medwatch was reported under MFR. Report # 2916596-2015-00644. The pump remains in use supporting the patient. A root cause for the reported infection and a correlation to the device could not be determined through this evaluation. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Estimated event date. Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.